Event description:
Morpheus 8 (machine) facial treatment for acne scars there are tiny holes/pin pricks all over face 4 weeks after microneedling. They are not sun / pigmentation marks. I followed all after care instructions correctly. One thing I'm thinking is that I was a little run down when I had the treatment and my body couldn't repair properly after? Or needle length too long. Looks like open pores but it's not in the areas she avoided and I never had open pores. FDA safety report ID# (B)(4).